Event description:
The customer reported the system produced a burning smell, a loud popping noise, then a charger failed error. The system was shut down and could not be rebooted. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power cap module and the batteries. The system operates as intended.